Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had internal moisture due to positive leakage at the base of the video connector. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image failure and error b30. Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that internal moisture resulted from leakage at the base of the video connector. Furthermore, the image failure associated with error b30 also appears to have been caused by the detected humidity. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had internal moisture due to positive leakage at the base of the video connector. The issue occurred during reprocessing. There were no reports of patient involvement.